Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During trouble shooting of a check heater line (chl) alarm that occurred on the home choice (hc) during use, during fill 1 of 5, the home patient (hp) stated that he had turned off the hc and started over with new supplies. The hp stated that he was connected for self testing and was priming with the same supplies. The baxter technical service representative (tsr) explained that the hp should not be connected during setup because he would be giving himself air. The tsr assisted the hp with removing the cassette and ending therapy on the hc. There was no serious injury or medical intervention reported. Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding an issue with reusing the same supplies. The hp was irate and stated that the event did not happen. The hp did not want to provide any additional information.